Manufacturer narrative:
(B)(4). D4: batch # t5ew58. Additional information was requested, and the following was received: does the surgeon believe that there was an alleged deficiency of the cdh29a device that contributed to the reported issue or were there other contributing patient factors? ¿ not sure on that point. Basically, the surgeon is very self-critical and also questioned his performance at the beginning. He cannot imagine that the cdh29a has an alleged deficiency but cannot rule it out either. Other contributing patient factors (like chemotherapy or radiation) were not given. What were the indications for surgery? Diverticulitis. What healthcare professional fired the device and what is his/her experience with the device? Head surgeon with over 15 years of experience where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Between middle and low-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Every time was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes, had a good / desirable shape. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No, staples and the anastomosis looked good, bubble test was done without any anomalies. Was the staple line visualized endoscopically during the surgical procedure? Yes, for final inspection the surgeons visualize the staple line respectively the anastomosis what is the current status of the patient? Patient is well and has already been sent home. Per photographic evaluation: upon visual inspection of eight photos, the following was observed: the photos show tissue with a staple line what appears to be as expected, no anomalies could be observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please send photos to productcomplaint1@its.jnj.com. Does the surgeon believe that there was an alleged deficiency of the cdh29a device that contributed to the reported issue or were there other contributing patient factors? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the surgical procedure? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that following a lap sigma: the patient had no radiation or other aggravating indicators or comorbidities, good general condition on the 4th postop day - abdominal pain, inflammation symptoms, increasing blood parameters the chief physician used and triggered the devices. All relevant necessary handling steps were followed, donuts completely and closed. No leaks in the bubble test the patient was endoscoped on the 4th postop day due to the symptoms the row of staples was clipped with a bear's claw and closed. After antibiotic treatment, patient is fine now.